Event description:
It was reported that the ventilator was not working properly. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator was not working properly. The evaluation of the provided logs shows that the pre-use check failed with internal leakage test, pressure transducer test, flow transducer test and patient circuit test. Our field service engineer investigated the ventilator on site and solved the reported issue by replacing the air gas module. The replaced air gas module was not returned for investigation. Therefore, the root cause for the reported problem could not be established.